Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that reservoir was not able to lock in place when inserted into the insulin pump. Customer¿s blood glucose was unknown. Customer stated that o ring had damage. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.